Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a patient receiving intrathecal morphine 2.5 at 0.12 mg/day via an implantable pump for unknown indication for use. It was reported that the patient developed infection and had pump and catheter removed 1-2 months post implant. Today was re-implantation. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.